Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood and tissue. The reported event of r-wave amplitude variation was not confirmed. A visual examination of the lead revealed no anomalies. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. The measured helix extension length was within required performance specification.

Event description:
It was reported that low sensing was observed on the right ventricular (rv) lead. The physician alleged the rv lead was dislodged from the implant position. No allegation of malfunction was made against the lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.